Event description:
The technician found the bed was not displaying ground when testing the bed with the electrical safety analyzer.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.